Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a hardware low level failure alarm. Customer stated that they were able to clear and able to rewind the pump. Customer stated that they performed self test but it was failed. No harm requiring medical intervention was reported. The customer will discontinue use of the devise. The device will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 63 found on 05-aug-2022. Pump passed displacement test. Pump failed self test due to pump error 63 variable 3 during testing on pump's date (09-aug-2022 at time 13:34:42.000). Successfully downloaded history files and traces using thus. Verified the pump alarmed pump error 63 variable 12 and 3 in pump downloaded history on 05-aug-2022 at time 08:26:36.000 due to arm watchdog failure (variable 12 ) 05-aug-2022 at time 08:46:29.000 due to ambient light failure. Formatted history file confirmed pump error 4 on 05-aug-2022 at time 08:26:34.000 due to hardware error. Traces of u1 on the keypad assembly were examined and found burnt trace at pin 6 due to moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, scratched case, keypad overlay texture damage, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Pump error 63 variable 3 occurred during testing due to burnt trace at pin 6 on u1. Pump error 63 and 4 confirmed in history files. Moisture damage found on electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.